Event description:
It was reported that on (B) (6) 2009, during a laparoscopic hernia surgery, the suction of 3 neptune rovers failed to function when a vessel was severed. The (B) (6) pt died of anemia on (B) (6) 2009. No other info is available at this time.

Manufacturer narrative:
The surgeon involved in this incident will be deposed, and more info surrounding this event will be available then. The serial numbers for the devices used in this procedure are unk. Repair records show 4 devices that were serviced around the time of the event, with two being turned in for not having suction.